Manufacturer narrative:
Additional information was received that the patient weighed 234 pounds during the patient screening process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve the patient developed new onset left bundle branch block. Following an electrophysiology consultation a permanent pacemaker was implanted three days later. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances, such as left bundle branch block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).